Manufacturer narrative:
(B)(4). H6: biological and chemical (g01) - viscosupplement the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient received an intra-articular knee injection and subsequently experienced severe pain and was unable to bear weight on the injected knee. Attempts have been made and no further information has been provided.